Manufacturer narrative:
The insulin pump buttons functioned properly during testing however, found moisture damage on the keypad traces during visual inspection. No button error alarm noted during testing. Unit received with cracked reservoir tube lip, case at the display window corner, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller reported that the customer wore the insulin pump during a dance recital. Blood glucose level at the time of the incident was 85 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.